Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine dwell three of four. The hp stated that one of the supply bags was loosely connected and had become completely disconnected. The technical service representative (tsr) explained the alarm and reviewed proper setup procedures with the hp. The hp was to end therapy for the night. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A disconnected bag is a known cause of this alarm, however the cause of the disconnection cannot be determined from the information provided. Should additional relevant information become available, a supplemental report will be submitted.